Manufacturer narrative:
The user facility is outside of the u.s. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Locking bar only to be returned to MFR. Upon receipt of component and completion of eval, a follow-up report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2011. Pt underwent revision surgery on (B)(6), 2011 due to the locking bar breaking. No further complications have been reported.